Event description:
Elevated blood glucose levels and nausea [blood glucose increased] nausea [nausea]. Pt was introduced to an induo (insulin delivery device) in 6/2002 for diabetes mellitus type I, reported that pt was hospitalized due to increased blood glucose levels and nausea in 2002. The pt was unable to remember the exact date of when the event occurred but reported that pt awoke one morning in 2002 with an upset stomach. Pt did not monitor their blood glucose level at this time, however, pt administered their prescribed dose of insulin that day with the induo. The nausea continued for the following two days. The pt did not measure their blood glucose levels during these two days but they continued to administer their insulin with the induo. In the morning on the fourth day the symptoms persisted so they drove to the hospital. The pt did not test their blood glucose level at home that day but when they arrived at the emergency room their blood glucose level was measured to be over 500 mg/dl. The pt was treated with fluids and insulin (brand unknown) intravenously and was admitted to the hospital, where they stayed for one week. The pt was unable to recall the details of their hospital stay, however, pt rec'd insulin (type and brand unknown) with conventional insulin syringes and did not experience any add'l adverse events during their hospitalization. After the pt was discharged from the hospital (date unknown) they resumed use of the induo and they have not experienced any add'l difficulty since. Although the pt did not monitor their blood glucose levels during the days prior to their hospitalization, they stated that they knew that pt's blood glucose levels were increased because of the way they felt. The pt's blood glucose levels were in the 400 mg/dl range the day prior to the onset of the event. During the event the pt was able to successfully perform an air shot with the induo but a function check did not produce any insulin. Pt did not open the slide on the induo. The pt, who did not experience any difficulty with the induo prior to 2002, stated that pt felt the induo had not dispensed any insulin when the event occurred. Furthermore, the pt has a history of epilepsy, but could not remember if they experienced any seizures during the days in question. There had not been any changes to their diet, activity, health, stress or medications prior to or during the event. The pt has a history of increased blood glucose levels prior to using the induo.